Event description:
It was reported that a vns patient's device has migrated and is now uncomfortable. Diagnostics showed vns to be functioning properly. Good faith attempts to obtain additional information have been unsuccessful to date. Surgery to reposition the device is likely.